Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. It also states to change the infusion set every 48¿72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 263 mg/dl and a correction bolus was performed to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be within the tubing; however, the customer reported to have used the cartridge and infusion set for 3-4 days.